Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.75x20mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The physician removed the device and noticed that the proximal segment of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.